Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration and a patient device interaction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient is 59 years old and weight was not provided.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80443. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation and migration. Based upon the available information, the definitive root cause for this event is unknown. The devices is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices were not returned for evaluation. Images were not provided. Medical records were provided for one of the investigations but were not provided for the second. The investigation without medical records is inconclusive for migration of device and patient device interaction problem as no objective evidence was provided. The investigation with the medical records returned is confirmed for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause for both malfunctions is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration and a patient device interaction problem. This information was received from various sources. All malfunctions involved patients without consequence. The patients included a (B)(6) year old female without weight provided and a patient with unknown age, weight, and sex.